Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. The customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus was delivered via the pump. Reportedly, the pump was in the customer's pocket. Tandem technical support educated the customer to keep things from pressing the button; customer acknowledged.